Manufacturer narrative:
Results - visual inspection of the returned product showed that part of one lens haptic was torn off and missing. The cartridge was returned and visual inspection shows that there was no visible damage. Clear and reddish residue debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The surgeon inserted a cc4204bf plate collamer lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury.